Event description:
It was reported per medwatch report that the intra-aortic balloon (iab) was inserted while in the cardiac cath lab. The iab catheter ruptured when initial gas filling was occuring. A visual of red foamy substance in the gas port on the balloon was noted. Unable to remove the iab from the sheath. The iab and sheath were removed as one unit. A new sheath and iab were inserted. Add'l info received on (B)(4) 2012 stated the pump serial number is unk. The iab was prepped per instruction. Blood was noted in the gas lumen upon the first filling of helium gas. The pump alarmed (exact alarm is not specified). The md inserted another sheath and iab via the same insertion site. The pt received iabp therapy successfully.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.